Manufacturer narrative:
Gore has requested additional information from the reporter.

Manufacturer narrative:
Added additional patient medical history. Corrected the conclusion codes. Information received from the claimant¿s counsel indicates that on (B)(6) 2006, the patient underwent ¿abdominal wall closure with goretex mesh [sic]¿ using a gore-tex soft-tissue patch. Implant records and product identification records for the alleged gore-tex mesh implanted on (B)(6) 2006 were not provided. Records after (B)(6) 2006 and before (B)(6) 2010 were not provided. No additional information or medical records have been received to date. Although product identification records have not been provided, it should be noted that the instructions for use for the gore-tex soft tissue patch includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
Conclusion remains the same. Investigation is in progress. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: discharge summary dated (B)(6) 2010 notes a past medical history of "tah, complicated by fascial dehischence and ventral hernia¿" operative notes dated (B)(6) 2013 indicate "attempted laparoscopic roux-en-y gastric bypass with conversion to a sleeve gastrectomy due to severe adhesive disease of the lower midline wall with multiple loops and omentum." "Due to the severe amount of intraabdominal adhesive disease with multiple small bowel loops plastered to the lower midline, gastric bypass was not doable due to risk of injury, so the procedure was converted to a sleeve gastrectomy." Operative note dated (B)(6) 2013 indicates "excision of infected mesh, bilateral component separation, jet irrigation of 6 l of antibiotic fluid, primary closure of abdominal wall, and placement of wound vac after plication of subcutaneous fat back down to the fascia." "The patient is a lovely woman who underwent a sleeve gastrectomy with me a couple of months ago and has done well but has a 3-4 year history of intermittently draining sinus tracts from her lower gyn incision where she had a tah-bso complicated by dehiscence complicated by going back to the or with general surgery at an outside facility for placement of upper gore-tex mesh inlay. Since that time every now and then she has had drainage from a small sinus tract that opens and closes. She presents to the outpatient office with copious purulent drainage from her incision and feeling weak. She was urgently sent to the ER and had a CT scan which showed her prior placed gore-tex swimming in purulence. She was taken to the operating room at this time for debridement of that cavity, excision of the mesh, and repair of the defect." "The infected gore-tex was separated from its attachment easily from the fascia and removed." Pathology report (B)(6) /2013 states: "infected mesh and abdominal abscess cavity." Discharge summary dated (B)(6) 2013 states: "this is a (B)(6) female who is status post hysterectomy approximately 7 years ago after which she developed wound dehiscence and went back to the operating room for abdominal wall closure. At that time, it was noted that the patient underwent abdominal wall closure with a gore-tex mesh as dictated by operative note. Since that time, the patient has had a chronic draining wound to her lower midline. This has been managed conservatively with packing and silver nitrate. However, the drainage has persisted and continued to worsen." "...CT scan of the abdomen and pelvis which showed anterior abdominal wall fluid collection and also it showed gas was collected in the abdominal wall." "On (B)(6) 2013, the patient was taken in to operating room where she had an excision of the infected mesh, primary closure of abdominal wall and placement of wound vac." Discharge summary dated (B)(6) 2013 states: "the patient underwent hysterectomy around 7 years ago, which was complicated by dehiscence, mesh was placed into the abdomen. Since that time she had intermittent purulent fistula in lower part of her incision. In (B)(6) 2013, the patient had sleeve gastrectomy performed by dr. (B)(6). It was not complicated and the patient was discharged home." No gore device lot number or implant records were provided. It should be noted that the instructions for use includes the following warning and possible adverse reaction among others: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
This report is being submitted as a follow up report for 2017233-2014-00634.

Event description:
It was reported to gore that a patient alleges to have underwent excision of alleged infected mesh after having been implanted with a gore-tex® soft tissue patch. Additional, event specific information has not been provided.